Event description:
It was reported the pt has lost a significant amount of weight, and as a result the ipg is moving around in the pocket. Reportedly, the pt's also experiencing persistent pain at the ipg site when stimulation is on or off. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.